Event description:
Customer reported feeling sweaty with a result of 126 mg/dl obtained on the aviva plus system. One hour later he was taken to the hospital and tested 40 mg/dl on a professional device. The customer was given food and a "heart test" was done. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.